Event description:
It was reported that the cot has damage to the wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the caster horn was bent not allowing the wheel to roll smoothly. This was caused by shipping damage.

Event description:
It was reported that the cot has damage to the wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.